Manufacturer narrative:
This report will be updated should additional information be provided. (B)(4).

Event description:
It was reported during ongoing use, the right ventricle (rv) lead was explanted due to high threshold values, and varying impedance measurements. The lead was replaced and the procedure was completed without causing any adverse patient effects.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to high threshold values, and varying impedance measurements. The lead was successfully replaced. No additional adverse patient effects were reported. The explanted lead is not available for return as it was discarded at the hospital.